Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer. Performed a system check and was within instrument specifications. Performed hardware repairs and replaced transducer. Performed passing diagnostic assays and an estradiol assay precision run with acceptable results. The fse could not determine the cause of the event.

Event description:
Customer reported erroneous estradiol test result was obtained for one patient sample when using the access 2 immunoassay system. Erroneous test result was reported out of the laboratory and was questioned by the physician. The test result was determined to be erroneous when compared to the test result obtained on a subsequent sample and test results obtained at another laboratory. The erroneous test result did impact patient treatment. Quality control was within the customer's established limits on the day of this event. There were no reports of death or serious injury associated with this event.